Event description:
The female connection on the med port came off when disconnected. This made the tube unusable. Tube would need to be replaced. This would cause additional trauma to patient if required to replace now. This tube should last at least 30 days, and had only been in place for 6 days when it broke. This tube can only be placed by specially trained nurses; this adds additional burden on nursing resources. This is a recurrent problem with this product.